Event description:
The customer reported the 9900 system was not producing images during fluoroscope. No pt injury was reported.

Manufacturer narrative:
The customer determined the problem was the result of a faulty high voltage cable. No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.